Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable and the tandem-provided wall power adapter. There was no reported adverse impact to the customer's blood glucose level. A new charging cable and new wall adapter was sent to the customer.